Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and screening test were performed. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed; however, the hole could be related to the handling after the procedure but, it cannot be conclusively determined. The device was connected to the carto3, and no errors were observed. However, the test could not be completed because no temperature was displayed due to an open circuit at the tip area. A manufacturing record evaluation was performed for the finished device 31215192l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer could not be replicated, however, the reddish material on the pebax could be related to the force issue, therefore, the complaint was confirmed. The potential cause of the open circuit could not be determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use state: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the medical team identified an error 106 right after the catheter was plugged into the carto. The error occurred prior to any ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in the patient.